Manufacturer narrative:
Batch review performed on 20-jun-2024: lot 2200471: (B)(4) items manufactured and released on 31-may-2022. Expiration date: 2027-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 11 months after primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised successfully the stem, head, and liner.